Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify pump error 53 and 4 alarms due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 485 mg/dl. Customer also stated that the insulin pump had a multiple pump error alarm and the insulin pump was passed the self-test and they were able to rewind the insulin pump. Customer stated that the insulin pump was exposed to fluid. Customer decline troubleshooting for high blood glucose. The product will not return for the analysis.